Manufacturer narrative:
Pt results were generated even though the quality control results were out of range and pt results shouldn't have been generated. Instrument is performing as intended.

Event description:
Customer reported automatic qc (aqc) pco2 results were out of range when reviewed. Customer also reported that the operator ran pt samples even though the qc results were out of range. There was no report of injury for this event.